Manufacturer narrative:
(B)(4). The analysis results found that the (B)(4) device was returned in good visual condition. In an attempt to replicate the reported incident, the device was tested for functionality to evaluate any opening issues. During the first firing sequence the right jaw ramp got broken causing a unformed clip. The remaining clips were ejected due to the condition of the jaw ramp. It should be noted that an investigation has been initiated to address the potential root cause of the broken jaw issues. Finally, the device locked out as intended but the orange indicator was not completely visible. These findings are not related with the incident reported. Although, no opening issues were noted during testing, an investigation has been initiated to address the potential root cause. A batch record review was performed and no anomalies were found during the manufacturing process.

Event description:
It was reported that the customer was hospitalized due to hypoglycemic coma. The customer also suffered brain damage due to encephalitis and short term memory loss. The reported blood glucose reading was 11 mg/dl at the time of the event. Troubleshooting was performed. The insulin pump was programmed and reading the reservoir volume correctly. The displacement test passed. Nothing further was reported.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. (B)(4).

Event description:
It was reported that during a laparoscopic procedure, the jaw became not to open just after the device was fired on the cystic duct. The device was removed by pulling out the jaw forcibly. Another device was used to complete the procedure. There were no adverse consequences for the patient. When the sales rep received the device, the jaw was opening.